Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Other technical: no observed particles in the valve. Additional observations: crease flat and white particles observed on the device. Observed an opening assessed as surgical damage. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "particles in valve." Device has been explanted and replaced.